Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The cgm was showing 10.9 mmol/l; however, the patient was feeling sick with vomiting, dehydration, and frequently needing the restroom. The patient went to the hospital; however, that facility was not equipped to treat patients in diabetic ketoacidosis (dka), so they flew him to another hospital. His bg was tested at the hospital and it was 31.9 mmol/l with ketones of 6.8. At the hospital he was put on an insulin drip, and they gave him food. He was discharged two days later. At the time of the report he was doing fine. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.